Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The f-66 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be a damaged sensor board. The device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump experienced an f-66 alarm. There was no patient involvement. No additional information is available.